Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (10mg/ml at 0.9mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient reported to the emergency room (ER) because he was having issues with his catheter. The physician decided to replace the catheter as well as the pump. There was no issue with the pump reported however, due to the age of the pump and the catheter replacement, the hcp opted to replace the pump. No environmental, external, or patient factors were reported to have caused this issue. No symptoms were reported. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that on (B)(6) 2018, the patient was assessed by surgery pre-registration for a surgery for "next week." They found that the catheter was coming through his skin at the pump pocket site. The hcp was notified and the pump was explanted from the left side and moved to the right. The left pump pocket was irrigated and debrided. The hcp changed to a new catheter at this point. It was additionally reported that the patient was diabetic. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the catheter issues previously reported were a duplicate report of the catheter coming through the patient's skin. There were no further complications reported at this time.